Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered an alert for high rv coil impedance levels. High rv coil impedance spikes were also noted. The high impedance spikes were reproducible via pocket manipulations during in-office testing. The patient will confer with their physician in order to determine the next steps and treatment options. The lead currently remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patients right ventricular (rv) lead exhibited oversensing noise. The lead has been capped and replaced. No patient complications have been reported as a result of this event.